Manufacturer narrative:
It was confirmed that no patient involvement at the time the issue was discovered. The device was being set up for use. The product support engineer (pse) confirms that after selecting standby mode, the ventilator always goes back to ventilation mode after 2 seconds. Even when no patient is connected. The pse replaced flow sensor assembly to resolve the reported issue .the device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that device would not stay in standby mode. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.